Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.

Event description:
Impella 5.5 was placed in a 58 y/o m for cardiogenic shock (cs). There was an impella controller error and the automated impella controller (aic) was swapped out. There was no hemodynamic issues and there were no patient consequence. Engineering assessment by (B)(4): during impella 5.5 support, controller error and placement signal issue occurred. Controller error alarm was triggered and placement signal was lost despite stable impella flow and hemodynamic stability of the patient. Aic was swapped without incident as a result of controller error. This is considered a reportable malfunction.

Manufacturer narrative:
H6 investigation: type, findings, and conclusion codes and h6 component codes were updated accordingly based on the completed investigation. The device was not returned; therefore, an evaluation/analysis of the device was not possible. Data analysis: imc logs confirmed the reported failure mode given there was a controller error alarm (opm comm crc error ¿ event set # 1045) triggered while running an impella. Real-time (rt) logs confirmed that all signals received from the optical bench (placement, snr, contrast, lamp, gain) are represented as -16384 values due to the crc error. Device analysis: console (ic1106) was sent back to fs for further investigation. The console ran a known-good pump and purge without reproducing the momentary loss of placement signal and controller error alarm. Root cause: the momentary loss of placement signal and controller error alarm was due to an optical bench fw communication protocol anomaly, resulting in misalignment of data communication packets received by epc. The aic sw operated as designed.